Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had pump error. The customer stated that they were able to clear an alarm but unable to complete rewind of insulin pump. Cannula fill recorded in daily history and self test does not passed. No harm requiring medical intervention was reported. The device will be returned for analysis.